Event description:
Patient experienced delayed healing and infection. Antibiotics were not started until 17 days after the procedure. The infection has resulted in a hypertrophic scar on left and right cheek.

Manufacturer narrative:
Labeling states that following the procedure, the treated site may be subject to an opportunistic infection.